Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open and phenom 27 catheter occlusion. The patient was undergoing surgery for treatment of a flow diverter placement. It was noted the patient's vessel tortuosity was moderate. It was reported that one (flow diverter) fd case was planned for the right internal carotid artery unruptured aneurysm procedure. According to measurement the physician took 5-25 to deploy with phenom 27 distally the device was well opened wall apposed, but the device was not opening at middle part, physician resheath the device deployed again, after trying loading technique it was not opening at the middle part physician had to take the device out along with the phenom 27, and he took pipeline shield 5-20 with new phenom 27, case was finished very well using 5-20, it was well opened and apposed. There was also catheter occlusion as the pipeline shield was as not coming out of phenom 27, so the physician had to take both things out. The catheter was flushed and all devices were prepared as indicated in the IFU. No patient complications were associated with this event.

Event description:
Additional information received clarified that this is a non-complaint, submitted in error.

Manufacturer narrative:
B5 updated h6 updated additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline was placed in a vessel bend when it failed to open. Information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.